Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a procedure to replace the inflatable penile prosthesis (ipp) pump due to the pump not working, and being blocked when using. The patient was not satisfied. A patient outcome of fine was reported at the end of the procedure.